Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: flat creases, red particles material was found on the shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken in the shell with sharp edge with nicks assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nicks due to surgical impact opening. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's partner reported a right side rupture. A healthcare professional additionally reported a patient experienced the events of ¿slight induration¿, ¿movement of the implant with muscular contracture¿, ¿asymmetry in the area of the lower breast folds with raised lower breast fold on the right¿, and ¿burning and pain with increased strain of the pectoralis major on the right.¿ the device remains implanted.